Event description:
It was reported that, after a tka had been performed on an unknow date, the patient experienced sudden instability in the knee. Upon examination, it was noticed that the post had fractured. A revision surgery was performed on (B)(6) 2024 to address this adverse event. The 15mm left 5-6 bcs poly was removed and a new 18mm left 5-6 jll cr dished poly was implanted. Patient was stable on the table.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).